Event description:
Induction of an acute attack of calcium pyrophosphate dihydrate arthritis in right knee by intra-articular injection of hylan g-f 20 (synvisc) [calcium pyrophosphate arthropathy] ([swelling of r knee], [aching (r) knee], [synovial fluid crystal], [redness], [general physical condition decreased]). Case narrative: initial information received via health professional from switzerland on 13-aug-2020 regarding an unsolicited valid serious case issued from a literature abstract. Kroesen s, schmid w, theiler r. Induction of an acute attack of calcium pyrophosphate dihydrate arthritis by intra-articular injection of hylan g-f 20 (synvisc). Clin rheumatol. 2000; 19:2:147-9. Available from http://dx.doi.org/10.1007/s100670050034. This case involves a 60 years old male patient who experienced induction of an acute attack of calcium pyrophosphate dihydrate arthritis in right knee by intra-articular injection of hylan g-f 20 (synvisc), while he was treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical treatment(s), vaccination(s) and family history were not provided. The patient presented with osteoarthritis of both knees. Seven years previously, arthroscopy with meniscus shaving had been performed in the right knee. There was no history of crystal arthropathy. Radiography did not document any signs of cartilage calcification and the family history was negative for calcium pyrophosphate dihydrate (cppd) arthritis. The patient did not have any of the cppd-associated diseases such as haemochromatosis, hyperparathyroidism, hypophosphatasia, hypocalcaemia, hypomagnesaemia or hypothyrosis. On an unknown date, the patient was given hylan g-f 20 injection into the right knee joint (dose, frequency, and batch/lot number: unknown) for osteoarthritis of right knee. During the first treatment with hylan, aspiration was not necessary because there was no effusion in this knee and the drug was injected under aseptic conditions. The treatment was well tolerated. The second course was performed as for the previous course, 1 week later. On an unknown date, two days after the second injection, the patient developed very painful swelling, redness and loss of physical function in the right knee. Neither fever nor systemic signs of inflammation was observed, therefore a blood sample was not taken. After the clinical investigation, an arthrocentesis was performed and the synovial fluid was analysed. There was no bacterial contamination. The number of leucocytes in the synovial fluid had increased to 9270 per microlitre with 50% neutrophils. Many intracellular rhomboid crystals were depicted, defined as cppd crystals. After this complication, radiography was not performed because the diagnosis was definitively an acute attack of cppd arthritis. The patient was treated with nonsteroidal anti-inflammatory drug (nsaids). Three days later, the symptoms had significantly diminished. A few days later, after an intra-articular injection of steroid (triamcinolone acetate, 40 mg), the symptoms had disappeared. Seriousness criteria: intervention required and disability. Action taken: not reported. Corrective treatment: nsaids and an intra-articular injection of steroid (triamcinolone acetate). Outcome: recovered. A product technical complaint (ptc) was initiated on 31-aug-2020 for synvisc. Batch number: unknown; global ptc number: 100065126. The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no corrective action preventive action (CAPA) is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the non conformances report (ncr) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Investigation complete date: 14-sep-2020. Additional information was received via article on 31-aug-2020: reporter information and literature reference was updated; negative medical history added; additional laboratory test added and existing one updated; steroid triamcinolone added as corrective for the event; additional symptom of redness in right knee added; additional seriousness criteria of disability added; clinical course updated; text amended accordingly. Additional information was received via affiliate on 05-sep-2020: global ptc number added. No new significant information was received. Additional information was received via other healthcare professional (genzyme event management group) on 14-sep-2020: ptc results were added; text amended accordingly.

Event description:
Induction of an acute attack of calcium pyrophosphate dihydrate arthritis in right knee by intra-articular injection of hylan g-f 20 (synvisc) [calcium pyrophosphate arthropathy] ([swelling of r knee], [aching (r) knee], [synovial fluid crystal], [redness], [general physical condition decreased]) case narrative: initial information received via health professional from (B)(6). On 13-aug-2020 regarding an unsolicited valid serious case issued from a literature abstract. Kroesen s, schmid w, theiler r. Induction of an acute attack of calcium pyrophosphate dihydrate arthritis by intra-articular injection of hylan g-f 20 (synvisc). Clin rheumatol. 2000; 19:2:147-9. This case involves a 60 year old male patient who experienced induction of an acute attack of calcium pyrophosphate dihydrate arthritis in right knee by intra-articular injection of hylan g-f 20 (synvisc), while he was treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical treatment(s), vaccination(s) and family history were not provided. The patient presented with osteoarthritis of both knees. Seven years previously, arthroscopy with meniscus shaving had been performed in the right knee. There was no history of crystal arthropathy. Radiography did not document any signs of cartilage calcification and the family history was negative for calcium pyrophosphate dihydrate (cppd) arthritis. The patient did not have any of the cppd-associated diseases such as haemochromatosis, hyperparathyroidism, hypophosphatasia, hypocalcaemia, hypomagnesaemia or hypothyrosis. On an unknown date, the patient was given hylan g-f 20 injection into the right knee joint (dose, frequency, and batch/lot number: unknown) for osteoarthritis of right knee. During the first treatment with hylan, aspiration was not necessary because there was no effusion in this knee and the drug was injected under aseptic conditions. The treatment was well tolerated. The second course was performed as for the previous course, 1 week later. On an unknown date, two days after the second injection, the patient developed very painful swelling, redness and loss of physical function in the right knee. Neither fever nor systemic signs of inflammation was observed, therefore a blood sample was not taken. After the clinical investigation, an arthrocentesis was performed and the synovial fluid was analysed. There was no bacterial contamination. The number of leucocytes in the synovial fluid had increased to 9270 per microlitre with 50% neutrophils. Many intracellular rhomboid crystals were depicted, defined as cppd crystals. After this complication, radiography was not performed because the diagnosis was definitively an acute attack of cppd arthritis. The patient was treated with nonsteroidal anti-inflammatory drug (nsaids). Three days later, the symptoms had significantly diminished. A few days later, after an intra-articular injection of steroid (triamcinolone acetate, 40 mg), the symptoms had disappeared. Seriousness criteria: intervention required and disability. Action taken: not reported. Corrective treatment: nsaids and an intra-articular injection of steroid (triamcinolone acetate). Outcome: recovered/resolved. Additional information was received via article on 31-aug-2020: reporter information and literature reference was updated; negative medical history added; additional laboratory test added and existing one updated; steroid triamcinolone added as corrective for the event; additional symptom of redness in right knee added; additional seriousness criteria of disability added; clinical course updated; text amended accordingly.